Event description:
It was reported that the lead would not advance due to the patient's torturous anatomy. The lead was not implanted and another lead was used. It was further reported that catheter's dilator would not readily pass through the guide. The catheter was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. Evaluation summary: the catheter with no serial number was returned and analyzed. No anomalies were found. The analyst noted the guide passed through the dilator. (B)(4): the full lead was returned and analyzed. No anomalies were found. It was noted there was blood/body fluid on the distal conductor (not obstructed), the lead was stretched and had been damaged at implant.